Event description:
The event occurred on an unspecified date and involved an 40" (102 cm) appx 4.9 ml, admin set w/chemolock¿ w/red cap, 20 drop in-line drip chamber, spiros®, bag hanger, drop-in red cap it was reported that white sediment was observed in the tubing during priming of the IV tubing with saline (prior to attaching to the patient). It was also stated that when the tubing was cut open, the white matter can be removed. The product package was sealed and not expired. There was no patient involvement and no patient harm.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Manufacturer narrative:
One administration set was returned for investigation. There was white residual solvent adhered to the inside of the tubing bond adjacent to the proximal bond port to the inline drip chamber. Because the bond site of the drip chamber is a white material the residual solvent has a white color inside the clear tubing. The tubing was exercised by bending it and twisting it at the location of the visible solvent residue in an effort to try and dislodge the solvent residue from the tubing. The entire fluid path was flushed with sterile water and filtered (pall millipore sterilized filter membrane) to see if any residual solvent residue was able to be dislodged into the fluid path of the cl3020 administration set. After microscopic examination no solvent residue had dislodged into the fluid path. The tubing was cut axially at the location of the excessive solvent and the solvent residue could be wiped off of the inside of the tubing. It was also able to be scrapped off using a razor blade. The residual solvent in the inside of the tubing adjacent to the proximal bond port to the inline drip chamber is confirmed in the returned cl3020 administration set assembly. Subsequent investigation and testing showed that the residue of the dissolved white bond port solidified on the inside diameter of the clear tubing but was not present or observed when the fluid path was flushed and filtered after the tube was manipulated in the area of the residue. After cutting open the tubing and exerting heavy tube rubbing over the internal surface of the tube some of the white residue could flake off or be scraped off. The probable cause of the residual solvent is excessive solvent application during manual bonding manufacturing . The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complain.